Event description:
A stryker core drill malfunctioned intraoperatively. The surgeon and scrub tech witnessed the drill spitting water, rust, and small metal particles when the drill was initially used. The wound was irrigated copiously and the drill was tagged and removed from circulation immediately.